Event description:
It was reported that the customer was hospitalized with a blood glucose of 21 mmol/l and ketones. It was stated that the customer's infusion set was changed several times. It was stated that the customer was treated with manual injections, and was given a loaner insulin pump from the hospital, and experienced no further problems. Troubleshooting was performed. The alarm and bolus histories were accurate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.